Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 141 mg/dl at the time of the incident. The customer stated that they had issues with pump and getting power errors and it was not working well. The customer declined troubleshoot for multiple pump errors. The customer was advised to pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump alarmed pump errors immediately after battery installation, pump error alarm during self-test, and power error alarms were found in the detailed history and long trace files due to lithium backup battery was not properly connected to printed circuit board. After reconnecting the internal battery connector on printed circuit board the insulin pump was monitored and is functioned properly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.